Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was having difficulty charging the pump. In addition, the pump battery dropped from 95% to 55% while the customer was attempting to charge the pump. There was no impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump for insulin therapy. The customer also has manual injection supplies available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery drop could not be evaluated due to damaged usb pins.